Manufacturer narrative:
(B)(4). D10 ¿ metasul head 28mm "m" 12/14 item#192806, lot#2223704. Unknown inlay item#unknown, lot#unknown. Revitan, proximal part, conical, uncemented, 55, taper 12/14 item#01.00401.055, lot#2214304. G2 ¿ foreign ¿ germany. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. No medical records were provided. However, information on the medical history of the patient and on the reported event were received through the correspondence. The patient underwent an initial left tha in 1999 in offenburg and underwent a first revision surgery due to infection; however, no information is provided on the procedure. Subsequently, in the autumn 2004, the patient underwent a second revision surgery due to shaft loosening. In the summer 2023, suddenly and without trauma, the patient suffered of severe pain and underwent a third revision surgery. A single undated ap overview of the hip was provided and reviewed by a radiologist. The radiograph demonstrates bilateral hip arthroplasties with cement fixation of the acetabular cup. Fractured left femoral stem. Overall fit and alignment of the implants is appropriate. No signs of loosening and no bony fractures, but indication of osteopenia. The patient was implanted with the shortest proximal part (size 55): this system configuration leads to a rather proximal location of the stem junction. Based on the literature, this proximal position of the modular connection increases the mechanical stresses on the taper and thus increases the risk for stem fracture. Factors such as patient age, weight and activity level, comorbidities (e.g. Previous infection) may have led or contributed to the reported event. In conclusion, based on the investigation, a pin fracture of the distal revitan stem can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip revision due to implant fracture of the distal part of the stem, approximately nineteen (19) years from implantation. Attempts have been made and no further information has been provided.